Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that a message on the controller displayed about the desired amplitude height not being available. Additional information was received on 2025-oct-28, the patient states that their device was implanted 10 years ago, and that they are going to get it checked tomorrow. Additional information was received from the consumer reporting that the cause of ¿amplitude not being available¿ was wire contacts has loosened and pulled loose. Issue was not yet resolved. The patient may need a new battery and ¿extension cable¿.

Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_lead, lot# serial# unknown, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. H6 codes belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.